Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis did not confirm nor replicate the reported issue that the instrument was not recognized by the system. The instrument passed the recognition and engagement tests and was found to move intuitively with full range motion. Further evaluation was performed, and the instrument was found to have a broken conductor wire in the proximal end in the watefall pulleys. As a result, the instrument failed the electric continuity test. The customer reported complaint of the instrument not being recognized by the davinci system does not itself constitute an MDR reportable event; however, the broken conductor wire found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. The instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. Although no patient harm occurred, if this malfunction were to recur, it could potentially cause or contribute to an adverse event.

Event description:
It was reported that prior to starting (post anesthesia) a da vinci-assisted gynecological surgical procedure, the system did not recognize the maryland bipolar forceps when the instrument was placed on the patient side manipulator arm. The procedure was completed with no reported injury.